Event description:
It was reported that the patient had received inappropriate therapies two different times for atrial fibrillation with rapid ventricular response. The patients medications were adjusted for the first event. After the second event in 2012, the patient was scheduled for an av node ablation and upgraded to a bi-v ICD system.

Manufacturer narrative:
Legal consult.